Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2025. During procedure, it was found that the right ventricular (rv) leadless pacemaker (lp) was unable to be positioned during pre-mapping. The rvlp was taken out of the body and noted that its helix was stretched. The rvlp was not implanted and an alternate near at hand was implanted instead. There were no patient consequences.